Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity was reported to be of 40% 1 year ago. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity was reported to be of 40% 1 year ago. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information was received which indicated the device was lost by the explanting facility.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.